Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level on (B)(6) 2018. The customer¿s blood glucose level when admitted to the hospital was over 600 mg/dl. The customer¿s current blood glucose level was 94 mg/dl. The customer was treated with intravenous drip and manual injections. Customer was assisted with the troubleshooting and the customer stated that they had abdominal pain, difficulty in breathing and vomiting. As per the customer¿s report the customer was alleging the insulin pump for under delivery. Reason why the customer was alleging the insulin pump was under delivering the insulin was because it was showing that it was delivering and an active bolus on the insulin pump did not lower the blood glucose level. The customer was not using auto mode in the insulin pump at the time of the high blood glucose level incident. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.